Event description:
It is reported that the pt underwent a revision due to pain and loosening of a screw.

Manufacturer narrative:
This report is being amended to reflect changes. There was no product returned; therefore, no physical evaluation could be conducted. The device history records were reviewed for the lots where the implants originated, and found conforming to requirements at the time of manufacture. Zimmer natural nails and the associated screws are used for treatment. A complaint history review indicated this is the only reported complaint for the lot number involved. It is important to note there was an attempt to request additional information which was unsuccessful. An immediate post-operative x-ray and an 8-week follow up x-ray were reviewed by a qualified health care professional in order to investigate any potential cause for the screw backing out. The review noted that there appeared to be relative radiolucency of the femoral condyles. It was stated that this relative radiolucency was "probably due to stress shielding in the setting of total knee arthroplasty." If the relative radiolucency is a result of low bone density, it would negatively impact the purchase of the screw to the bone. The x-ray review also states "assessment for distal femoral osteolysis and other pathologies is limited by lack of lateral view." It cannot be determined if the relative radiolucency was due to osteolysis or if it was an anomaly on the x-ray. With the limited number of x-rays and views available, an exact cause of the screw backing out cannot be determined.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.